Event description:
It was reported that this right ventricular lead exhibited increased pacing threshold measurements. A revision procedure was performed, and this lead was surgically abandoned. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.